Event description:
It was reported by the sales rep that the endoplege coronary sinus balloon was found to be leaking. This was found on prep, therefore no patient injury. This device was in the field and has a small amount of blood on it. No direct patient contact was made.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Manufacturer narrative:
The product code ep with 3 ml syringe was returned. Some dried blood was visible on the returned components. The catheter was visually inspected and a kink was found on the catheter at 35 cm marker band. The balloon was inflated with a 2 cc syringe of water as indicated in the IFU. The balloon was found to be leaking at the distal bond. A review of manufacturing records was obtained. There were no nonconformances associated with the manufacturing of this lot. Evaluation of the returned device showed that the distal bond of the balloon has delaminated and the "balloon had a hole in it" complaint by the customer can be attributed to this. A CAPA has been initiated to address this delamination. This CAPA is currently in the implementation phase. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.